Event description:
During a rotator cuff repair, the first anchor was inserted with no problems. The second anchor went in the same way, turned twice and the trademark squeak did not happen and the anchor was just spinning and there was no torque. The hexagonal shape at top of anchor had disappeared as though the inserter had stripped it and therefore, was not gripping and just spinning. Surgeon successfully implanted one anchor and the other broke. The lot number is unknown. Surgeon was able to remove the broken pieces with graspers. There was no reported delay to the rotator cuff repair. Bone quality of the patient is reported as being good. It was reported that the bone was abraded prior to attempted insertion. The anchor broke "hexagonal head disintegrated in inserter." All pieces were removed with a grasper and nothing remains in the patient. The ao-2 finger was used, however axial alignment was not maintained. Surgical malfunction report form confirms there was no patient injury.